Manufacturer narrative:
Date of event: event date not provided and estimated to (B)(6) 2022.

Event description:
It was reported that catheter separation occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During unpacking, when attempting to pull off the blue balloon protector, the green catheter detached at the transition to the black portion of the catheter. It was not pulled forcibly. The device was not able to be used. There were no patient complications.

Event description:
It was reported that catheter separation occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During unpacking, when attempting to pull off the blue balloon protector, the green catheter detached at the transition to the black portion of the catheter. It was not pulled forcibly. The device was not able to be used. There were no patient complications. It was further reported that the catheter was taken out of the packaging as usual, and the trap was rinsed with sterile saline solution. When the blue protective cap was pulled off, the entire flexible part became detached from the more solid part. The procedure was completed with other balloon catheters. Since the event did not happen in the patient, the patient was not impaired.

Manufacturer narrative:
B3 - date of event: event date not provided and estimated to (B)(6) 2022.